Event description:
It was reported that the deep brain stimulation (dbs) patient experienced moderate surgical wound dehiscence. The patient was admitted to the hospital where they underwent surgical would debridement and cleaning. The physician assessed the event to be causally related to the procedure. The patient did well postoperatively, and the issue resolved.